Manufacturer narrative:
Method: device not received. Results: evaluation performed. Conclusions: device not returned no evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.

Event description:
Customer reports steri-strips were applied on three small incisions following arthroscopic shoulder surgery on (B)(6) 2011. Customer alleges redness, swelling, severe itching, and pinpoint pustules within 24 hours of application. Customer reports area was treated with rx topical triamcinolone cream and resolved in about a month. Customer reports she does not know if a tackifier was used and does not have a product or lot number for the steri-strips.